Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00193.

Event description:
It was reported that two polaris drivers were found broken from an unknown event. This is report two of two for this event.

Event description:
It was reported that two polaris drivers were found broken from an unknown event.this is report two of two for this event.

Manufacturer narrative:
Device evaluation. Visual inspection revealed the tips of both drivers are fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or not having the driver fully seated. DHR review : per DHR review, the parts were likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.